Event description:
It was reported the subject device front panel was not working. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device front panel was not working. The issue occurred during an unspecified procedure. There were no reports of patient harm.